Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the large volume pump module was "dead" and smells burnt. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex b: b01. Annex c: c02. Annex d: d02. Annex g: g02005. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the root cause of the reported ¿dead¿ pump module could not be confirmed, as the device was found to be functional during testing. However, the presence of a burnt smell was verified during internal inspection, where capacitor c23 was found to be thermally damaged. The probable root cause of the issue is attributed to the replacement of the original 0.75 amp fuse f1 with a third-party 2 amp fuse of incorrect current rating on the motor controller board. The 0.75 amp fuse is more sensitive and is designed to protect low-power components such as capacitor c23. In contrast, the 2 amp fuse is less sensitive and typically used in higher-power devices. Since fuse f1 was replaced with a 2 amp fuse, it did not provide the appropriate protection for the alaris circuit. This mismatch likely led to overheating and severe thermal damage to capacitor c23. The external inspection found the suspect device was received with the seal broken, confirming that it had been opened after leaving bd production or the san diego repair center. During inspection, the burnt smell was present; however no external issues or anomalies were identified. An internal inspection was then performed to investigate the source of the abnormal odor. Upon removing the rear case, capacitor c23 was found to be thermally damaged. The component was tested using a multimeter in continuity mode, and it was found to be in an open state, indicating no continuity. Fuse f1 was tested for continuity and found to be in good condition. However, it was also noted that the fuse had an incorrect current rating. The motor controller board of the alaris pump module requires a 750ma (0.75 amp) fuse, but a 2a (2 amp) fuse was found installed instead. The received motor controller board was replaced with a dchu motor controller board containing the correct 0.75 a fuse and a functional c23 capacitor. The module was retested with a basic infusion (200 ml/h, vtbi 115 ml), which completed successfully without errors. Preventative maintenance was also performed using asm software (v12.3), and the module passed all tests. Error and event logs from the suspect pump module were retrieved using alaris system maintenance (asm); however, the pcu and the associated logs were not provided by the facility. Due to this and the limited data in the pump module logs, key details such as drug information, total volume infused, and power-off times could not be determined. Although the device was reported as non-functional with a burnt smell, no relevant errors or malfunctions were recorded in the logs. The last recorded programming activity occurred on (B)(6) 2025, with the device operating from 10:39 am to 11:14 am. On (B)(6) 2025, at 10:39 am, the suspect pump module was selected, and an infusion of an unknown drug was programmed at a rate of 200 ml/h with a volume to be infused (vtbi) of 115 ml. At 11:14 am, the rate and vtbi were changed to 10 ml/h and 0 ml, respectively. The pump module then alarmed for "infusion completed" and switched to kvo (keep vein open) mode. The suspect was channel off. The alaristm system with guardrailstm suite mx user manual (v12.1) states to only use bd-approved parts and accessories with the alaris¿ system. Using unapproved or third-party components may lead to device failure, patient injury, or death, and can void the product warranty. Do not modify the device, as this may compromise its safety and effectiveness. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported ¿dead¿ pump module could not be confirmed, as the device powered on successfully during testing. However, the presence of a burnt smell was verified during internal inspection, where capacitor c23 was found to be thermally damaged. The probable root cause of the issue is attributed to the replacement of the original 0.75 amp fuse f1 with a third-party 2 amp fuse of incorrect current rating on the motor controller board. This mismatch likely resulted in inadequate circuit protection, leading to overheating and severe thermal damage to capacitor c23. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the large volume pump module was "dead" and smells burnt. There was no patient involvement.